Manufacturer narrative:
Investigation summary: it was reported that a needle was being inserted into patients back near the spine and the needle broke off into patient. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed by our quality engineer team for provided material number 305136 and lot number 9093947. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd precisionglide¿ needle experienced a needle that broke. The patient was transported to receive "needle removal surgery" after a portion of the device became embedded within patient, near the spine. Additional details regarding the needle removal surgery and its outcome have not been provided. The following information was provided by the initial reporter: material no: 305136, batch no: 9093947, needle was being inserted into patients back near spine and needle broke off into patient. Patient was transported by ems to hospital for needle removal surgery.